Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and an excess amount of hydraulic fluid was noticed at the distal joint. A functional evaluation revealed a failure of the 50 pound load test. A piston migration was performed and a measurement of 2.9 inches was noted. This measurement is indicative of hydraulic fluid loss. The distal joint was disassembled and wear striations were observed on the distal piston rubber seals. The complaint was confirmed and the root cause is determined to be loss of hydraulic fluid caused by worn distal piston seals. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported the spider limb positioner will not hold limb up. No smith and nephew back up device was available. No patient injury or complications were reported.